Event description:
The end-user states that she was burned by a tens unit. "This patient is different in that she does not tell the full truth to her contacts at (the distributor). This location (distributor) considers her a "complex" patient, and only allows two customer service representatives to work with her only, as she does tell a lot of stories, and things get confusing...this week alone, she has advised them her neuro pain medical doctor wants her to have a better tens unit. She told them she had been to a clinic - these csr's have access to that health information, and found that she had not been there since (B)(6), and there was no information stating anything about a new device." It seems that because they did not react fast enough, she stated she has burns on her low back from the device. She states she has tried multiple electrodes, yet they only provide her with two different kind of electrodes. She told them today the electrodes she has on now have been on her back for 3 days "only," and she already has burns from them. She called in on (B)(6) 2017, and spoke to another csr (at the distributor), and told her she wears her electrodes 24/7 (compass health brands had interviewed the user back in (B)(6) 2016 from a previous product malfunction complaint, and the user stated that she keeps the same electrodes for 7-11 days full-time). The user was advised that this was asking too much from the electrodes, and this certainly could have caused a part in the burns she received at that time. She states the device is not strong enough (the user was advised that these are class ii medical devices requiring a prescription from her doctor). She received two sets of electrodes on (B)(6) along with a set of replacement lead wires. The distributor had been trying to replace the user's tens unit, but struggled getting the user back in, even for documentation of the burns. A distributor's csr spoke with the user on (B)(6) 2017, who wanted to send a friend in to pick up (swap out) the new tens unit. The csr told the user that she needed to see her to document her burns. The patient stated, "yes, well, the burns are not really burns," but that she would be in tomorrow for the new device. She told the csr that she would have to "find the device," as she put it in a bag and took it to a doctor's appointment, and now cannot find the bag. The csr then spoke with the user's doctor's office - they had no notes regarding that they wanted the user to have a new tens unit because of the burns on her back. In fact, they were not aware the patient had any burns. On (B)(6) 2017, the user went back to the distributor and allowed them to take pictures of her burns, as well as received a new device. The device involved with this event was returned to compass health brands on 5/8/2017, and evaluated on 5/9/2017. Compass health brands was unable to confirm the customer's complaint. No electrodes were returned with the device, and it could not be tested accordingly. The device was tested for product performance, and determined to fall within the manufacturer's specifications, as defined in the product's user manual.